Manufacturer narrative:
This report is being submitted as follow up # 1 to correct the date of event that was initially reported as (B)(6) 2015. The correct date of event is (B)(6) 2016.

Manufacturer narrative:
Only a sheared piece from the actual device was returned to the manufacturing facility for evaluation. The sheared piece measured approximately 40mm. Magnifying inspection found it had a semicircular groove on the surface along the total length, with the one end having a semicircular shape. The shear cross-section presented a smooth surface and the outer surfaces were found to have some creases. Ft-ir analysis of the actual sample revealed that the inner side where the semicircular groove had been generated was made of the same resin material used for our guidewire products. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the actual sample came from our guidewire product. It is likely that the actual guide wire sample was sheared off the urethane layer by coming into contact with a sharp object. From the available information, the definitive cause of this complaint cannot be determined. The potential for such an event is addressed in the product labeling with statements such as the following: (1) if any resistance is felt or if the tip's behavior and/location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wirze m or failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter or damage to the vessel. (2) do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. (3) do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introducer devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the radifocus guidewire m device had fractured. Follow up communication with the user facility confirmed the following information: it was reported that during the right nephrolithotripsy, the actual sample was inserted into the body through a plastic cannula; while the customer was manipulating the actual sample, watching a renal pelvis mirror, some resistance was felt and withdrew it by moving it back and forth; after the procedure, x-ray examination revealed a foreign substance remaining in the patient's body; it was reported the foreign substance was surgically removed from the patient another day; the main body of the actual sample had been already discarded; the procedure was completed successfully; and it was reported the patient has recovered.